Event description:
It was reported that, during testing of the device prior to use in the patient, the needle stuck in the device. The event is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the carrier failed to retract.

Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of carrier failure to retract.